Manufacturer narrative:
Sensory medical has followed up with the parent on march 4, 5, 6, 9, 10, 16, and 17, 2026 requesting further information. Sensory medical requested the safety sheet to be returned for evaluation. The product has not been received for evaluation as of the writing of this investigation. The customer purchased an additional safety sheet for a replacement. On 240430m13 is the lot for the safety sheet. Review of manufacturing records confirm all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "Openings in and between bed parts can entrap the head and the neck." Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the locks and safety sheets. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The parent reported that the safety sheet zipper separated and her child eloped from the bed between the mattress and the canopy wall. The parent inspected the inside of the bed after the child eloped and discovered that the zipper had separated. After elopement, she attempted to unzip the zipper, it got stuck and the zipper pull tab broke off. The parent stated the issue happened approximately 1 ½ weeks prior to her reporting the event. She confirmed the locks were being used at the time of the event. The parent provided one photo of the safety sheet. Review of the photo cannot confirm the reported damage to the sheet. There was no report of injury as a result of the event.